Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00557. Concomitant medical products: 1.5mm system high torque (ht),sd,x-dr,scr,5/pk, part# 95-6104, lot# 443850, 1.5mm system high torque (ht),sd,x-dr,scr,5/pk, part# 95-6104, lot# 443760. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the screws fractured during insertion. The tips of the screws were found during the operation. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported the screws fractured upon insertion during an extraocular craniotomy. The tips of the screws were found during the operation and no piece of the fractured screws remained in the patient. The procedure was completed with alternate products. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was carried out on the returned 95-6104 screws. The screws show heavy signs of use/ damage. The screw heads on the returned screws have fractured where the screw head meets the screw shaft. There is also damage to the screw threads and screw tips. The complaint is confirmed. Measurements are unable to be performed due to the damage to the screws. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.